Manufacturer narrative:
(B)(4) date of event unknown. Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any noncomformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a pin hole leak was discovered on an eva bag. When in the process this issue was observed is unknown, but was reported to have been discovered in the clean room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual inspection and functional testing identified the reported condition as a large leak spraying water, located on the front face near the right edge of the bag. Magnified inspection of the leak location noted a gouge caused by interaction with a sharp tool or rough surface. Additionally, the manual addition port had been used. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, the condition was determined to have occurred during handling or transport of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.